Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient was experiencing hand numbness and having difficulty gripping objects in year 2008. In year 2008, patient underwent cervical surgery. The patient was implanted with rhbmp-2/acs. Post-op, patient alleged that he was unable to walk. Patient spent one month in rehabilitation. Patient was unable to balance and was still in a wheelchair after one month of rehabilitation. Patient had to go on disability and subsequently was evicted after the surgery because he was unable to walk or work.

Event description:
It was reported that the patient underwent a spinal surgical procedure using rhbmp-2/acs. Reportedly, the patient¿s post-operative period was marked by increasingly severe pain. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and nerve impingement at or near the implant site.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.